Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The customer reported that the patient underwent revision of a triathlon knee implant due to slight instability.

Manufacturer narrative:
An event regarding revision due to instability involving an unknown triathlon insert was reported. The event was not confirmed. Device evaluation and results: not performed as the device was not returned. Medical records received and evaluation: not performed as no medical records were provided. Device history review: not performed as no lot information was provided. Complaint history review: not performed as no information was provided. The exact cause of the event could not be determined because insufficient information was provided. Further information such as device details, return of device, operative reports, pre and post operative x-rays, patient history and follow-up notes are required to complete the investigation for determining a root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded instability may result from other factors not necessarily related to the device. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
The customer reported that the patient underwent revision of a triathlon knee implant due to slight instability.